Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
Per user facility medwatch form, (B)(4), during an unknown procedure; a piece of plastic broke off of the device. It is not known how the procedure was completed. There were no patient consequences reported. Device discarded.